Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown procedure, the surgeon was using the 2.5 hex screwdriver shaft to put 3.5 screws in bone. He noticed something was not right between the fit of the screwdriver and screw. After looking, the screwdriver looked to be slightly stripped. There was no surgical delay. The procedure was successfully completed. There was no other medical intervention required. Patient outcome is unknown. This report is for one (1) small hexagonal screwdriver shaft. This is report 1 of 1 for complaint (B)(4).